Event description:
It was reported that during a central venous catheter placement, the spring wire guide separated and a portion remained in the pt. The separated portion was removed via a cut-down procedure. There was no pt complications.